Event description:
The customer reported that the insulin pump alarmed for a battery out limit alarm after inserting a new battery. The blood glucose reading was not given. The customer reported that the batteries were out of the insulin pump for an extended period of time and was advised that this is normal insulin pump behavior.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.